Event description:
Information received indicates the caster will continue to swivel after the brake is locked.

Manufacturer narrative:
The technician replaced and adjusted the brake caster to repair the bed.